Event description:
The sales representative reported on behalf of the customer that as-ifs1, airseal ifs, 120v device was being used during a robotic ventral hernia repair procedure on approximately on (B)(6) 2025 when it was reported ¿the unit being sent in was making a weird whooshing noise that was unusual and during a case using sem tubing, pneumo was completely lost and the unit shut off.¿ further assessment questioning found that ¿the pneumo loss was not gradual. It was as if someone hit stop on the unit but nobody did. All of the ports slipped out but the patient was not injured. The surgery was completed as normal, just had to bring in a different insufflator and the situation added a lot of time to the surgery. No injuries occurred." The procedure was completed with the use of an same alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event ¿the unit was making a weird whooshing noise and the pneumoperitoneum was lost¿ was confirmed. There was a venting valve error, valve/compressor error, and a refurbished compressor. There was low pressure failure of the unit. The preventative maintenance was overdue and completed on this order. The repair was completed and the final test met all specifications. Root cause cannot be determined, however, based upon evaluation of the device, and the IFU; a possible cause of this event could be overdue preventative maintenance. The service history was reviewed and no relationship to this complaint was found. A device history record review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 67 complaints, regarding 67 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to always use the proper tube set for the device. The tube outlet may only be connected to instruments which are intended for intra-abdominal co2 insufflation. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that as-ifs1, airseal ifs, 120v device was being used during a robotic ventral hernia repair procedure on approximately (B)(6) 2025 when it was reported ¿the unit being sent in was making a weird whooshing noise that was unusual and during a case using sem tubing, pneumo was completely lost and the unit shut off.¿. Further assessment questioning found that ¿the pneumo loss was not gradual. It was as if someone hit stop on the unit but nobody did. All of the ports slipped out but the patient was not injured. The surgery was completed as normal, just had to bring in a different insufflator and the situation added a lot of time to the surgery. No injuries occurred." The procedure was completed with the use of an same alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.